Event description:
The customer observed a falsely elevated glucose result for one patient on an architect c8000 analyzer. The following data was provided (customer¿s normal range is 0.70-1.05 g/l): sample ID (B)(6) initial result was 2.59, repeat, on another analyzer, was 0.93 g/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated glucose result on an architect c8000 processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for decreased results for the product. Based on the information provided, the customer inspected the instrument and noticed a leak from the cuvette washer nozzle. The issue was resolved by repositioning the peristaltic head tubing (rohs), part number 7-35009685-02, that was pinched. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
Correction to typographical error in mfg narrative - from: trending review determined no related trend for decreased results for the product. To: trending review determined no related trend for elevated results for the product. The complaint investigation for a falsely elevated glucose result on an architect c8000 processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Based on the information provided, the customer inspected the instrument and noticed a leak from the cuvette washer nozzle. The issue was resolved by repositioning the peristaltic head tubing (rohs), part number 7-35009685-02, that was pinched. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely elevated glucose result for one patient on an architect c8000 analyzer. The following data was provided (customer¿s normal range is 0.70-1.05 g/l): sample ID (B)(6) initial result was 2.59, repeat, on another analyzer, was 0.93 g/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated glucose result for one patient on an architect c8000 analyzer. The following data was provided (customer¿s normal range is 0.70-1.05 g/l): sample ID (b)(6 initial result was 2.59, repeat, on another analyzer, was 0.93 g/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (b)(5)+ + all available patient information was included. Additional patient details are not available.